Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the therapeutic procedure, a black rubber-like foreign substance came out from the instrument channel inlet when the user withdrew the endo therapy accessory from the instrument channel inlet. The user continued the procedure and the procedure was completed. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was evaluated at the manufacturing site. Omsc checked the subject device and found that the foreign substance which was 2cm length piece. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. As a result of the component analysis of the foreign substance, it was considered that the foreign substance was protein and which was derived from human and/or protein chemical solution and so on. Since it was not a component used in endoscopic equipment, it was considered that the foreign substance was entered from the outside and it was caused by insufficient cleaning and rinsing. If additional information is received, this report will be supplemented.